Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to complete a boot cycle when attempting to power on. The customer advised that the device kept resetting itself. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designator u18.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly and the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to complete a boot cycle when attempting to power on. The customer advised that the device kept resetting itself. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.